Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic hernia repair for adhesion, when the stapler was closed to make the first firing, the bilateral button broke and unlocked from the device. Another device was used to complete the case. There was no patient injury.